Manufacturer narrative:
(B)(6). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient felt pain at the device site. This implantable cardioverter defibrillator was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the device never triggered replacement indicator while implanted. Manual electrical measurements noted normal pacing, sensing, and defibrillation functions. Moreover, the device was operating normally. (B)(6). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating that there were no allegations against the device. Boston scientific received information that the patient felt pain at the device site. This implantable cardioverter defibrillator was then explanted. No additional adverse patient effects were reported.